Event description:
It was reported that the pump was only sutured at one suture point and moved in the pocket resulting in inflammation at the pump pocket site in the right lower quadrant (rlq). The inflammation occurred because the pump was loose in the pocket and irritated the surrounding tissues. The decision was made to remove the pump and the remainder of the catheter. It was reported that there was no cerebral spinal fluid (csf) leak. The entire system was explanted and there was no active pump therapy. The patient reported having a series of "ketamine infusions" along with some "fine tuning" of their spinal cord stimulator (scs) device, the patient had been getting "very good relief." At the time of event the pump was delivering preservative free normal saline (pfns). The patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n359761, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomalies.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.